Event description:
It was reported that during cadaver laboratory, it was observed that the motor device did not get up to 80,000 rotations per minute (rpms) immediately. It was reported that after approximately one minute and thirty seconds the device got hot and there was a hot electrical smell. There were no delays to the report event as a spare device was available for use. There was no patient involvement. There were no reports of injuries medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once (B)(4) evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. During the assessment the device was disassembled and it was observed that the driveshaft was broken which indicated that excessive force was used during use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.